Manufacturer narrative:
Conclusion: delamination between the capsule outer polymer and nitinol frame was observed on the capsule which typically occurs when the capsule is subjected to a bending force, potentially after tracking through tortuous anatomy or if the valve had been misloaded. A separation was observed in the proximal end of the capsule. The kink in the capsule that was reported in this event is mostly likely describing a capsule buckle, which can result in a fracture in the capsule frame and subsequently upon retraction, the capsule separates. When a capsule separates, the force from the handle is not transmitted to the capsule, which is consistent with the reported information that the deployment knob would turn but there was no capsule movement. Capsule buckle/separation typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. No procedural images or fluoroscopic load check images were submitted for review, therefore it cannot be independently determined if the valve was correctly loaded onto the delivery catheter system (dcs). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. The device was received with the capsule partially open. The handle was intact, and the trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism and deployment knob were intact. There was damage on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Voids were observed along the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The nitinol frame was protruding through the polymer material at the separation site. The separation site was jagged and uneven. The valve could not be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into a native valve with aortic regurgitation (ar), this delivery catheter system (dcs) advanced with no resistance noted. At 80% deployment, the valve could not be deployed, the deployment knob would turn, but there was no capsule movement, and a kink was noted on the top of the paddles. The dcs and valve were recaptured and removed from the patient. A second valve was loaded onto a new dcs and used for implant. No additional adverse patient effects were reported.